Manufacturer narrative:
The thermogard console involved in the reported complaint was not returned to zoll for technical investigation, and it was not evaluated by a zoll service engineer at the customer site. Zoll instructed the customer to send the thermogard console to their biomedical engineer for inspection. The biomedical engineer was able to clear the mid:09 error by cleaning/drying the console's air trap sensors. The console was released for clinical use.

Event description:
A healthcare provider in an emergency department (ed) utilized the thermogard xp ivtm system (s/n (B)(4), a solex 7 catheter, and a start-up kit (suk) for ivtm therapy on a patient. The customer set the target temperature at 36 °c. During the maintenance phase after the initiation of the treatment, saline started spurting out from the air trap of the suk. The customer did not report from which side of the air trap saline was spraying out. The nurse was at the bedside and stated that the thermogard console did not generate any "air trap" alarm. However, shortly after the saline leak, the console displayed a mid:09 (air trap assembly) error message. After receiving instructions from zoll, the customer tried drying the console without success. The customer immediately used another thermogard console and primed a new suk. There was no reported malfunction on the solex 7 catheter. However, the intensivist opted to replace the catheter with a new one as the ed healthcare provider had sutured the catheter incorrectly. The therapy continued with the new thermogard system without any issues. No consequences or impacts on the patient.